Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. Post spaceoar vue placement, the patient experienced "some" rectal pressure and discomfort. The patient's symptoms include loose of bowels since the procedure, and a "pinching" sensation in the rectum, the sensation was reported as a sort of tenesmus. In the physician's assessment, there is no relation between the patient's symptoms and the spaceoar vue device. After reviewing the computerized tomography (CT) scans and the magnetic resonance imaging (MRI) it was determined that "some" of the hydrogel is in the correct place. However, there is a dissection of the anterior rectal wall, and there is "some" of the hydrogel in the anterior rectal wall, it is estimated that 1/3 of the hydrogel dissects the anterior rectal wall. Isodoses were reviewed and the v70 line appears to be just outside the area of the rectal wall infiltration (rwi). At this time, the patient's status is unknown. The patient received planned radiation treatment; at the time of this event, the patient was currently on fraction 7 out of 39. It was reported that the physician will create a new plan of radiation treatment, in the interim, the physician will treat the prostate with the current plan until the new plan is ready. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.